Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called them and explained that he had experienced a couple of low battery alarms with intermittent beeps and noticed that the controller did not display these alarms. Both batteries were fully charged during the aforementioned alarm events. The alarm sound was a power disconnect sound (high-low). Please note that the controller connection ports were not loose and all connections were secure. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
After further review of additional information received device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated, recall and additional MFR narrative have been updated accordingly. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis since this event is related to the controller's display. However log file analysis revealed multiple premature switching events with the controller, it indicated that batteries ((B)(4)) switched on (B)(6) 2016. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior.  Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate power switching events and these types of anomalies. This controller did not receive the software maintenance release (smr) upgrade. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.